Event description:
During anterior cervical discectomy and infusion, c5-c6-c7 and placement of seaspine waveform c titanium cages, c5-c6-c7, user was implanting the inserter straight tool tip and the tip chipped off 2-3mm of the instrument and became lodged into the cage. Multiple attempts to remove instrument tip but was unsuccessful. The main part of the tool was taken by representative at seaspine for quality check.